Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. It was stated that the customer was experiencing unexplained high glucose for four days. Troubleshooting was performed. The spouse stated that the customer was having issues with bent cannulas, and he believes the insulin pump was not functioning properly. The caller stated that the infusion set and site was changed and noticed the cannula was bent upon its removal. No further info was provided.